Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition instructions for use, as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified, de novo lesion in the mid left anterior descending (lad) coronary artery. A 3.0x12mm xience xpedition stent was deployed in the mid lad and a dissection was noted at the proximal end of the stent. A 3.0x12mm xience xpedition stent was used to successfully treat the dissection and the procedure concluded. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.